Manufacturer narrative:
Based on the current information provided, the cause of the operative complication cannot be determined. There is no allegation or report of a malfunction of a da vinci system, instrument, or accessory. A system log review was performed for this procedure: no relevant errors were observed during this procedure. This complaint is being reported due to the following conclusion: after a da vinci-assisted left partial nephrectomy with renal cyst decortication procedure as part of a clinical investigation (a prospective post-market study to evaluate the clinical utility of iris, a three-dimensional (3-d) anatomical modeling software for pre-operative surgical planning and intra-operative navigation for nephrectomy) on (B)(6) 2022, the patient reported clear wound drainage and redness on post-operative day 8. This issue, per study protocols, was assigned a clavien-dindo classification of grade ii. Keflex 500mg was prescribed by an outside urgent care physician for wound infection. The cause of the operative complication is unknown.

Event description:
It was reported that after a da vinci-assisted left partial nephrectomy with renal cyst decortication procedure as part of a clinical investigation (a prospective post-market study to evaluate the clinical utility of iris, a three-dimensional (3-d) anatomical modeling software for pre-operative surgical planning and intra-operative navigation for nephrectomy) on (B)(6) 2022, the patient reported clear wound drainage and redness on post-operative day 8. This issue, per study protocols, was assigned a clavien-dindo classification of grade ii. Keflex 500mg was prescribed by an outside urgent care physician for wound infection. The issue of wound drainage and redness had resolved by post-operative day 18. The patient also reported that he had severe pain postoperatively, which was poorly managed while in the hospital and upon being discharged home. The patient took percocet that he had at home for the first 3 days after hospital discharge and pain has since been controlled with acetaminophen.